Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure when cutting the fibula, the motor did not drive the blade and the blade broke. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure when cutting the fibula, the motor did not drive the blade and the blade broke. It was also reported that there were no adverse consequences as a result of this event.